Event description:
A customer reported that blood was observed on the machine side in the pressure monitoring line of a meridian hemodialysis instrument. There was no patient injury or medical intervention associated with this incident.